Event description:
It was reported that the pump activated an altitude alarm, causing insulin delivery to be suspended. There was no adverse impact to the customer's blood glucose level. Customer was advised to clean the speaker holes and agreed to return the problematic pump once a replacement was received. Technical support sent a replacement pump and instructed the customer on returning the defective unit, as well as setting up the new pump. Customer will return the defective pump when possible due to being away at college. No further actions were needed. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.